Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, an antegrade puncture and resistance was felt during slitting the sheath, approx the last 2 cm. The clip was deployed; however, resistance was felt during device removal. When the device was removed hemostasis was not successful, and the clip was found in the distal end of the sheath. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was rec'd. Investigation is not yet completed.